Event description:
It was reported that the epidural catheter was inserted without difficulty for ob use. During removal of the catheter, resistance was encountered, and when the catheter was removed, the distal 2-4 cm was missing. The separated catheter portion was removed in or. There were no add'l complications.